Event description:
It was reported that the patient had possible infection and midline incision had not fully healed exposing the implant to outside. The cause of infection was unknown. The patient underwent an explant procedure and explanted device components were not return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6). Batch: 581915.